Manufacturer narrative:
Investigation details: the device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when, the device has been returned and the investigation completed.

Event description:
The hospital reported that during the endoscopic vessel harvesting procedure, the scope did not emit enough light to continue the case. Two incisions were made in the upper and lower leg to complete the case. No further patient complications were reported.